Event description:
(B)(4) has received a call from claimant on an incident involving a suction grab bar imported and distributed by (B)(4). Claimant stated that she was holding onto the grab bar when she was getting out of her shower. When she turned around, she fell and hit her head on base of her sink. Claimant sought medical attention and allegedly received three staples on her head. She did not report the incident to (B)(4) until four months later. This MDR report is based on the information provided by the claimant.